Manufacturer narrative:
Device evaluation: 1 x fs-oacl-10-9 of lot number c1630443 was returned to cirl open in its original packaging. Lab evaluation: on the stent short wire port damage was noted on the end of the stent. The stent could not be deployed with the pusher, it was stuck on. Image review: n/a. Document review including IFU review: prior to distribution all fs-oacl-10-9 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for the fs-oacl-10-9 device of lot number c1630443 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1630443. As per instructions for use, ifu0045-7, a contraindication identified includes an ¿inability to pass wireguide or stent through obstructed area¿ and the user is also instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use. Root cause review: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However, it is possible that a difficult anatomy may have contributed to the compression of the stent onto the pushing catheter. The complaint is confirmed as the failure was verified in the laboratory and the damage to the end of the stent and the compression with the pushing catheter is consistent with a difficult anatomy. Summary: complaint is confirmed based on the customer¿s testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
Impossible to deploy the stent, problem at the level of the pusher, the stent got stuck. " as per complaint form": it was a recovery of a patient who had a already a plastic stent because a many stones in cbd. A young doctor supervised by a doctor with a good experience tried to put on cbd the 1st stent but the stent was stuck on his carrier catheter ( black one ). The wire guide at his catheter outlet ( 2,5 cm ) a=has created a slight bending and it was impossible to drop the stent. The experienced doctor took over to put the second stent without problem. The nurse says the doctor did not force on the catheter to position the stent.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Impossible to deploy the stent, problem at the level of the pusher, the stent got stuck. " as per complaint form": it was a recovery of a patient who had a already a plastic stent because a many stones in cbd. A young doctor supervised by a doctor with a good experience tried to put on cbd the 1st stent but the stent was stuck on his carrier catheter ( black one ). The wire guide at his catheter outlet ( 2,5 cm ) a=has created a slight bending and it was impossible to drop the stent. The experienced doctor took over to put the second stent without problem. The nurse says the doctor did not force on the catheter to position the stent. Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿difficult advancement'. **fs-oacl-10-9 is a procedure pack containing introduction system with a cotton leung biliary stent. Therefore biliary stents/sets precedence's are applicable.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Impossible to deploy the stent, problem at the level of the pusher, the stent got stuck. "As per complaint form": it was a recovery of a patient who had a already a plastic stent because a many stones in cbd. A young doctor supervised by a doctor with a good experience tried to put on cbd the 1st stent but the stent was stuck on his carrier catheter ( black one ). The wire guide at his catheter outlet ( 2,5 cm ) a=has created a slight bending and it was impossible to drop the stent. The experienced doctor took over to put the second stent without problem. The nurse says the doctor did not force on the catheter to position the stent. Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿difficult advancement'. Fs-oacl-10-9 is a procedure pack containing introduction system with a cotton leung biliary stent. Therefore biliary stents/sets precedence's are applicable.